Event description:
It was reported that during treatment of a wide necked aneurysm of the middle cerebral artery, the physician used stent assisted embolization. The stent was adjusted once during the operation. After the stent was completely released, the physician found that distal end of the stent was not fully apposed and could not be removed. There was no intervention or patient injury and the vessel remains patent.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The complaint is nonverifiable. An unknown device with introducer was returned for evaluation; no lvis stent, introducer, pusher, or microcatheter was returned. Without these components, the investigation is unable to determine the cause for the reported event. A request for clarification has been sent to the user. If "is" is received, a supplemental report will be submitted.